Event description:
On february 1, 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 3pm when a reading of 9.0mmol/l was obtained using the subject meter compared to a reading of 3.0mmol/l obtained using her brother's device (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using insulin with no adjustments. The patient reportedly decreased her dose of novorapid insulin on (B)(6) 2016 in response to the alleged issue, after which she stated that she experienced symptoms of being unconcentrated and shaky. The patient did not specify that any form of medical intervention was received in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the patient's testing technique was correct and the test strips were stored properly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.